Manufacturer narrative:
(B)(4). The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
The sample is not available for evaluation. Lot number is not known; therefore, a batch review cannot be performed. If any additional information becomes available a follow up medwatch will be submitted. (B)(4).

Event description:
The customer reported leaking below the 3-port manifold at the connection to the tubing. The condition was observed in same day surgery. The sets are primed there for the upcoming surgery. The nurse primed it and the leak occurred right away. This set-up included lactated ringers connected to an unknown primary set which is connected to (B)(4).there was no patient injury or medical intervention associated with this report. No additional information is available.